Event description:
During bypass, one roller from the twin pump used to deliver cardioplegia was running on its own at a high rate of speed which over-pressurized the cardioplegia delivery set. There was no pt injury.